Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Visual inspection identified the reported issue and confirmed there was a cut located on the back side of the bag. Magnified inspection identified two cuts that joined on the back edge of the bag with a scratch on the interior of the front side of the bag. The identified cuts were clean with no eva fray, which indicates the cuts were made by a sharp blade or other object used during unpacking activities such as cutting through the shipping carton or bag dust cover. Additionally, a review of the bag manufacturing process did not identify an area of the process that would result in damage of this nature. Therefore, the condition was determined to have occurred during customer handling of the device. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking on the printed right side at the seam. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.